Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of over 400 mg/dl, and high ketone levels. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, drops of insulin were not observed to be exiting the infusion set tubing. Additionally, the customer had to perform the load fill tubing sequence multiple times. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Customer was released from hospitalization for high bg/dka on (B)(6) 2021 and was transferred to a rehab facility for a different issue and remained at the rehab facility until on (B)(6) 2021.